Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was feeling stimulation in their left big toe, it was uncomfortable, and their toe was shaking/moving. The patient had stimulation on 0.8 and had had it on 0.8 since they got it. It was recommended that the patient decrease stimulation and it was noted they would try this. It was noted the patient would see their doctor on the 30th. The patient¿s indication for use was unknown. No further complications were reported/anticipated.